Manufacturer narrative:
Clarification to b3 date of event: partial date of "january 2025".

Event description:
Healthcare professional reported through company representative "pain, volume increase, deformity, capsular contracture baker grade iii, inflammation, hardness, pain in the left arm and calcifications". Nsaids were prescribed as treatment. Distributor later reported on behalf of the healthcare professional "documentation shows a leak". This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported through company representative "pain, volume increase, deformity, capsular contracture baker grade iii, inflammation, hardness, pain in the left arm and calcifications". This record is for the left side. Device was explanted and replaced. Device will be returned.

Manufacturer narrative:
Continued: e1- facility name: (B)(6). Continued: e1- phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. A review of the device history record has been completed. No deviations or non-conformances noted.